Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc and another manufacturer's product on unknown date to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial deformity, and has undergone and will undergo corrective surgery or surgeries. Plaintiff's attorney also alleged plaintiff suffered damaged nerve endings leading to debilitating neuromas and disability.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.